Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument broke and would not close with the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was returned to by sterile processing. The only note was what was noted on the complaint. The reporter attempted to find the nurse that was in the room for more information, but that instrument was not used on prior day¿s cases, and no one could tell what case, physician or day the instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip did not show damage.